Event description:
The product is marketed as dicom compatible. Cleared by FDA to be sold in such fashion. We came to realize that it is not dicom compatible. We have contacted the distributor and have not received a solution. As a point, we have owned a device for over 2 years without its feature being accessible for proper patient care. The manufacturer was aware and giving a run around as to a fix. Product details: purchased essilor slit lamp 650 w/ anterior segment camera and software in (B)(6) 2024; sold as dicom compatible. As we tried to activate the dicom feature, we have come to find out that it is not. Sn (B)(6).